Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the following a follow-up session, the patient walked to the waiting room and felt symptoms. The patient returned to a different room to be reinterrogated with a different programmer. The device could not be interrogated. A few hours later the device was checked and it interrogated with no issues. The technical consultant stated that the device was likely still in a wireless telemetry session with the first programmer, which is why it could not be interrogated with the second programmer. The device remains in use. No patient complications have been reported as a result of this event.